Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with ketone levels of 6 mmol/l; cause was due to an empty cartridge. Healthcare provider identified the ketone level as dangerous. Customer re-filled existing cartridge, re-used infusion set tubing, and was educated by technical support. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room and treated with 14 units of insulin via manual injection. Customer was released from the emergency room on (B)(6) 2026 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump or the insulin in use at the time of event.